Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where three infusion sets fell off during use on (B)(6) 2024. The infusion set was in use for less than 24 hours. Blood glucose at the time of event was noticed 400mgdl. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
(B)(4) - device 2 of 3.